Event description:
A customer in the united states reported a misidentification of an acinetobacter lwoffii cap survey sample (sputum), as moraxella group in association with the vitek® 2 gn test kit. The customer reported the gn card twice identified moraxella group when the expected result was acinetobacter lwoffii. The customer stated the gram stain gave gram-negative diplocci (gndc) and the oxidase was negative. The customer mentioned that the vitek nh card result was low discrimination moraxella catarrhalis/campylobacter coli. Biomérieux advised the customer to use the second survey sample and subculture three times for gn card testing. The results were moraxella group (99% and 97%). The customer stated the isolate is no longer available for evaluation. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
A us customer reported a misidentification of an acinetobacter lwoffii cap survey strain (d-09) as moraxella group with the vitek® 2 gn test kit. An investigation was performed. The internal biomerieux cap d-09 (2018) survey strain was subcultured to tsab and macconkey agar and incubated to 35-37°c for 20-22 hours. A second subculture was performed and testing included individual organism suspensions with gn cards from four different gn card lots in duplicate as well as vitek ms. 911691 (biomerieux internal cap d-09 strain): the strain grew on mac agar as a non-lactose fermenting isolate. All eight gn cards tested resulted in low discrimination identifications of acinetobacter lwoffii/moraxella group. Vitek ms resulted in an identification of acinetobacter lwoffii with a 99.9% confidence value. As a. Lwoffii was part of the low discrimination call on all gn cards tested, vitek 2 cards are performing as expected. No further action is required. Quality systems performed a search for all complaints against gn card lots 2410402203, 2410515403, 2410433103 and 2410515203, and did not indicate any trends for these card lots. The most recent quarterly trend report, q1 2018, did not identify this complaint as a systemic quality issue.